Manufacturer narrative:
Result: damaged motion interrupt pan.

Event description:
It was reported by service report that the bed got stuck in a high position, and would not lower. No pt involvement or adverse consequences were reported.